Event description:
A report was received that a pt was having charging and communication issues between the external equipment and ipg. Troubleshooting by bsn sales rep did not resolve the issue. The physician explanted the pt as his situation was worsening and the device was not providing same kind of relief.